Event description:
Information received by medtronic indicated that the customer has reported an issue with the sensor glucose vs blood glucose and the pump suspended the delivery. The blood glucose was 163 mg/dl, the sensor glucose value was 40 mg/dl and the sg vs bg difference was more than 20%. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the issue was not resolved. The customer will continue the use of the device and the sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.